Event description:
This is a spontaneous report by a nurse from philippines of break in aseptic technique and peritonitis coincident with dianeal therapy. During a call, the following was reported: on an unreported date, a break in aseptic technique had occurred further described as poor handwashing technique and not wearing a mask. On an unreported date, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was attributed to the cause of peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The patient was not treated with antibiotics. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.